Event description:
It was reported that this left ventricular (lv) lead had a gradual rise in pacing impedance, and had now triggered alert for greater than 2000 ohms. The lead remains in-service. No adverse patient effects were reported. Additional information was received that this lv lead was surgically capped due to ongoing high out of range pacing impedances and loss of capture. It was noted that the lead was replaced with left bundle branch lead, as the loss of resynchronization therapy potentially contributed to decompensation of the heart. The lead remains surgically abandoned, and will not be returned for analysis at this time.

Event description:
It was reported that this left ventricular (lv) lead had a gradual rise in pacing impedance, and had now triggered alert for greater than 2000 ohms. The lead remains in-service. No adverse patient effects were reported.